Manufacturer narrative:
This system is a marketing/lab/show system that is not used in surgery. It was being used at the (B)(6) conference in (B)(6) at the time of the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the unit power supply (ups) was preventing operation. The unit power supply voltage corrected and function restored. No parts required replacement and the system was returned to full functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the ps1 board voltage on the system needed to be adjusted, because the system needed to be power cycled to function. This issue was noted outside of a procedure, and there was no patient involvement. A system checkout was performed and found that during testing imaging failed due to the unit power supply (ups) preventing operation.